Event description:
The customer reported via the sales rep that the sterilization trays on triathlon loan kits are damp / wet post-sterilization. It is further reported that the customer has extended the autoclave drying time and the trays are still damp. It is further reported that the customer is concerned that the trays are not sterile post-sterilization. It is further reported that there are no adverse consequences.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.